Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 70 mg/dl. Multiple follow up attempts were made to complete troubleshooting, however, customer did not respond to follow up attempts. No additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.